Manufacturer narrative:
The immucor laboratory tested retention product on 07feb2019, which performed as expected. Immucor technical support used a remote electronic connection method on (B)(6) 2019 to assess the testing instrument used and found the instrument test well images in question for id372 and dn113 to be visually negative. The event log showed no errors during testing. An immucor field service engineer (fse) visited the customer site on 18jan2019 to assess the testing instrument which was used on (B)(6) 2019 and (B)(6) 2019, and found valves leaking, which was resolved. The internal immucor tracking record number is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody identification outcome when used on a galileo neo instrument.